Event description:
It was reported that (1) scw45 was used during a lobectomy procedure. It was reported by the rep that the surgeon could not fire the instrument. Another device was opened to complete the case. No adverse pt outcome.